Manufacturer narrative:
Block b5 was updated based on the additional information received on april 22, 2024. Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent rmv was implanted in the esophagus to treat a malignant esophageal stenosis during a gastroscopy with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the white distal tip of the device was detached. The stent was successfully implanted, and the detached tip was removed using foreign body grasping forceps. There were no patient complications reported as a result of this event. Additional information received on april 22, 2024: it was reported that the patient was stable and can eat again.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent rmv was implanted in the esophagus to treat a malignant esophageal stenosis during a gastroscopy with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the white distal tip of the device was detached. The stent was successfully implanted, and the detached tip was removed using foreign body grasping forceps. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 was corrected following a review from its duplicate report (manufacturer report # 3005099803-2024-01892) confirming that the device was not implanted. Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Block h11: a wallflex esophageal fully covered stent was returned for analysis. The stent was returned fully covered and undeployed, and the tip was not returned; it was detached. A media inspection of the photo provided was performed, and it was found that the tip was detached. No other damages were noted to the stent and the delivery system. Product analysis confirmed the reported events of tip detached and stent failure to deploy as the tip was not returned, it was detached, and the stent was fully covered and undeployed. The reported event of additional device required was not confirmed as this event occurred during the procedure. Taking all available information into consideration, the overall root cause of the reported event is manufacturing deficiency. In (B)(6) 2024, boston scientific initiated a non-conforming events prevention (ncep) investigation to further analyze an increase in "tip detachment of device or device component" complaints associated with the wallflex esophageal stents product family. The investigation found that the observed increase in complaints included devices manufactured from 01 november 2023 through 25 january 2024. A comprehensive review of the manufacturing process was conducted as part of the investigation to determine if factors within the manufacturing process (i.e., process changes, maintenance routines, calibration activity, materials, personnel, environment, and manufacturing work instructions) could have contributed to overall tip adhesion performance. Although a definitive root cause was not identified, overall manufacturing variation was reduced by modifying maintenance routines associated with process inputs (pad change in tip bond fixture), implementing a material change (glue), and reinforcing training/review of manufacturing work instructions. As a result of this investigation, boston scientific placed a ship hold on all impacted wallflex esophageal stent system products manufactured from 01 november 2023 through 25 january 2024. Boston scientific also initiated a voluntary medical device removal of impacted batches (i.e., products manufactured between 01 november 2023 and 25 january 2024) of the wallflex esophageal stent system in (B)(6) 2024 (boston scientific ref. (B)(4)). A corrective and preventative action (CAPA) investigation has been opened to further investigate these events and determine if additional corrective actions are warranted to further enhance/optimize product performance. This investigation is currently in process.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent rmv was implanted in the esophagus to treat a malignant esophageal stenosis during a gastroscopy with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the white distal tip of the device was detached. The stent was removed from the patient fully covered by the outer sheath, and the detached tip was removed using foreign body grasping forceps. Another wallflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. ***additional information received on april 22, 2024*** it was reported that the patient was stable and can eat again.